Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer unplugged and replugged the ac power adapter to address the reported issue. Pump battery was charged. Customer's blood glucose was 128 mg/dl.